Event description:
Per (B)(6), the chair was purchased earlier this year and my regional approved a replacement of the upholstery in order to accommodate the dealer and promote further business. This upholstery was really damaged and torn outside of normal wear and tear.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model htr5500_pto_35382, serial number/date code (B)(4) is approximately 5 months old. The consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.